Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed or able to be reproduced. Additionally, the keys on the front panel were out of function due to a defective board, the fan started abnormally due to a faulty printed circuit board, the front panel was scratched, and there were three black dots on the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, there was a screen blackout issue. There was no patient or procedural involvement associated with the event.